Event description:
This additional information was received on 06/21/2016 as follows: the plaintiff allegedly received the device implant on (B)(6) 2010 via the femoral vein due to subarachnoid hemorrhage, dvt. An unsuccessful attempt to retrieve the filter allegedly occurred in 2010. The filter was allegedly successfully retrieved on (B)(6) 2011. The plaintiff alleges vena cava perforation, device unable to be retrieved, abdominal pain, anxiety.

Manufacturer narrative:
F10) patient code 1: vessels, perforation of (2135) ¿ listed in IFU. Patient code 2: pain, abdominal (1685) ¿ not listed in IFU. Patient code 3: anxiety (2328) ¿ not listed in IFU. Device code 1: difficult to remove (1528) - listed in IFU. H11) corrected data based on new information received: b1) adverse event to product problem. H1) serious injury to malfunction. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : f10). Patient code 1: vessels, perforation of (2135) ¿ listed in IFU. Patient code 2: pain, abdominal (1685) ¿ not listed in IFU. Patient code 3: anxiety (2328) ¿ not listed in IFU. Device code 1: difficult to remove (1528) - listed in IFU. H11) corrected data based on new information received: b1) adverse event to product problem. H1) serious injury to malfunction. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request. All information for this event was previously submitted from 01aug2016- 17may2019.

Manufacturer narrative:
A review of documentation, device history record, manufacturing instructions, specification, and quality control data was conducted during the investigation. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, 'gunther tulip filter implanted- vena cava perforation, device unable to be retrieved, pain, anxiety'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: g7: follow-up #2 and #3 were inadvertently missed as subsequent follow-ups for MFR# 1820334-2016-00787. This follow-up is issued as follow-up # 2; as the previous follow-up submissions for MFR# 1820334-2016-00787 were inadvertently numbered as follow-up#4 and follow up#5. The investigation was reopened due to additional information provided. The following allegations have been investigated: embedded, pain, and anxiety. The reported allegations have been further investigated based on the information provided to date. A filter that is embedded in the wall of the ivc (inferior vena cava) may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported pain and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Product is manufactured, inspected and packaged by william cook europe a/s this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
Dated 07dec2010, operative note (attempted retrieval) reports, "despite multiple attempts at sheathing and resheathing and manipulation of the ivc filter the barbed portions of the legs would not collapse into the sheath. After multiple attempts with firm but yet careful attempts at removing the filter, it appears that the barbed legs of the filter are scarred in to the wall of the ivc or the perforated leg seen on recent CT scan is preventing complete removal of the ivc filter."

Manufacturer narrative:
William cook europe initially reported event under MFR report # 3002808486-2016-00433. New information was received identifying that the product was a cook inc. Manufactured device. An updated emdr report was submitted under cook inc. MFR report # 1820334-2016-00787, follow up #1. This was in reference to william cook europe MFR report # 1820334-2016-00787. Cook is now submitting an initial report to correct this issue. (B)(4). Evaluation- the product was not returned to assist with the investigation. No information regarding the event was provided. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "patient received a gunther tulip filter on (B)(6) 2010 at (B)(6)." Patient outcome: it is alleged that patient]was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Initial MDR was submitted by william cook europe under reference # 3002808486-2016-00433. Additional information provided on 07/06/2016 determined this device was manufactured by cinc. Evaluation: the device was not returned to assist with the evaluation. No information regarding the event has been provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. No notes of relevance on found on the work order, nor on filter lots. No other complaints received under the same lot. There is no evidence to suggest the device was not manufactured to specifications. We have notified appropriate personnel and will continue to monitor for similar events. If additional information is received, the report will be reopened for further investigation.

Event description:
Description according to short form complaint filed: it is alleged that "patient received a gunther tulip filter on (B)(6) 2010 at the (B)(6) medical center." Patient outcome: it is alleged that patient]was injured without further explanation. Hospital and medical records have been requested but not yet provided.